Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: four (4) actual samples were received for evaluation. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing including leak, clear passage, clamp function and torque engagement testing were performed with no issues noted. The reported condition was not verified on all samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of four (4) minicap transfer sets were ¿unable to be closed¿. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.